Manufacturer narrative:
The device was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
It was reported that the lens was already in the eye when a posterior capsular tear happened. Allegedly, the cartridge came loose and poked the capsule which caused the rupture; this happened as the inserter was being removed from the eye after lens insertion. The surgeon then had to cut the lens out of the eye in order to do a vitrectomy. Another lens was implanted successfully.